Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening assessed as unidentified (tear) opening (shell thickness was within specification) .¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reporting rupture. Physician has further confirmed rupture and capsular contracture baker grade iii for the left. Device has been explanted and replaced with non-allergan brand. This relates to the left device.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Device remains implanted.